Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient on (B)(6) 2026, they experienced a skin reaction with itching, redness, inflammation, swelling, pus and an infection at the needle puncture site. She removed the sensor the same day due to worsening irritation. After removal, the area continued to worsen and developed into an abscess, which drained on its own without intervention. On (B)(6) 2026, the patient was seen by her physician in the clinic. The site was evaluated and was prescribed an oral antibiotics doxycycline (unspecified dosage) to be taken three times daily for 10 days. No incision, drainage procedure, or culture was performed. The reaction extended beyond the patch area and involved both the puncture site and surrounding skin. There was no documentation of further medical intervention. No photos or other details were documented. At the time of report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.